Event description:
It was reported that linx was implant in 2018. Patient gained significant weight, bmi over 6 years. Implant shows to have eroded. Removal date was scheduled on (B)(6) due to erosion. Diagnosed with sepsis issues, mostly asymptomatic.

Manufacturer narrative:
(B)(4). Date sent: 10/8/2025. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the lot number? What were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Are pictures or videos available? How many beads eroded? Where were the eroded beads positioned? Was the patient stented? What is the current condition of the patient? Please let us know when the device is explanted on (B)(6) or if the procedure was rescheduled or cancelled. Please reference (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/20/2025. Additional information was requested, and the following was obtained: what is the lot number? Unknown. What were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Significant weight gain, sepsis. Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Multiple egds stint, took stint cut the wire (all within last couple months). Are pictures or videos available? Not yet, will provide after upcoming explant. How many beads eroded? At least 2. Where were the eroded beads positioned? Posterior lateral. Was the patient stented? Yes¿for a week.

Manufacturer narrative:
(B)(4). Date sent: 10/27/2025. Additional information received: patient is in good condition. Explant procedure has been canceled. Eroded beads have been passed.

Manufacturer narrative:
(B)(4). Date sent: 11/3/2025. Additional information was requested, and the following was obtained: see attached.

Manufacturer narrative:
(B)(4). Date sent: 12/1/2025. Photo analysis: an x-ray image of the device in vivo was reviewed by a medical safety officer. As per medical safety officer: expandable metallic stent in place? Distal esophagus. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The mechanism/cause of failure is unknown as a hands-on analysis of the device is necessary to determine the cause of failure. No further investigation can be completed at this point.

Manufacturer narrative:
(B)(4). Date sent: 11/17/2025. Additional information received: the customer has not yet provided an image. The surgeon will be back from vacation next week and may be able send something. Until then, unfortunately I have nothing to send.